Event description:
A home patient contacted baxter's technical service center for assistance. Per initial report, the home patient connected to the home choice machine at the load the cassette prompt. Baxter's technical service center assisted the home patient in disconnecting from the home choice machine and with the rest of the setup to the home choice machine. No patient injury or medical intervention was associated with this incident per the home patient.